Event description:
It was reported that the right atrial (ra) lead had elevated threshold and while trying to extract, the ring broke off. This ra lead was explanted and replaced. No additional adverse patient effects were reported.